Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010; 4195-88 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high capture thresholds. The lead remains in use. It was further reported that the right atrial (ra) lead has undersensing. The ra lead has a lead position fail warning. The lead remains in use. No patient complications have been reported as a result of this event.